Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a uv flash transfer set was unable to connect to a patient¿s titanium adapter. The issue was noticed upon trying to change the transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.